Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, probable causes are that the device has a failed plug unit, which caused the b30 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope displayed a b30 (scope communication error code), had white residue inside the air/water channel, auxiliary channel, and air/water cylinder. There was no patient involvement.